Event description:
The user facility reported that when positioning a patient the sacral rest accessory became detached from the table. Hospital personnel were able to stabilize the patient while the accessory was re-installed. No injuries were reported to the patient or hospital staff and the procedure was completed successfully.

Manufacturer narrative:
The user facility was provided with a replacement sacral rest accessory and the affected sacral rest was returned to steris for evaluation. Steris engineering inspected the sacral rest, tested it on a production surgical table and verified it was operating properly. The accessory is made by a third party supplier and upon review of the accessory's manufacturing records, it was noted that the sacral rest exceeded the upper tolerance range on the engineering drawing, which allowed for slight movement.